Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of off no power and low battery alert from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. The customer stated that the battery was not previously used. The customer stated that there were no unattended alarms. The insulin pump will be returned for analysis.